Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.2 was not appearing on the bus. A field service engineer (fse) attempted a reboot, but there was no change, and all cable connections were confirmed to be secure. The fse proceeded to replace the drawer controller printed circuit board (pcb) for both sub-drawers. The drawers were tested in hardware test application (hta) and responded correctly. The customer recovered the failed drawers and performed inventory checks on both. Additionally, the failing cubie pocket e-4 in drawer 1.2 was removed and replaced. The drawers were confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.